Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the us; however, it is similar to a device marketed in the us. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to endocarditis. The device and lead were explanted. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.